Event description:
The customer stated that a falsely decreased alinity I tsh result was generated for a 7 month old patient on (B)(6) 2022. Sid (B)(6) initial result of 0.08 miu/ml retested at 0.03 miu/ml. The result of 0.03 miu/ml was reported out of the laboratory. Normal range is 0.35 - 4.94 miu/ml. The doctor requested retesting and a new sample was drawn from the patient on (B)(6) 2022. The alinity I tsh result was 1.62 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using retained samples of the complaint lot 41170ud00 to assess assay performance. Results determined that the assay met acceptance criteria and the product is performing as expected. Based on the investigation, no deficiency for lot number 41170ud00 was identified.

Event description:
Clarification of the incident: for sid (B)(6), the initial result of 0.08 miu/ml was generated on alinity I serial number (B)(6). The retest result of 0.03 miu/ml was generated on alinity I serial number (B)(6).